Event description:
It was reported that the blade inserting area of tulip head was tipped when the surgeon tried to insert l3 blocker during fixation of th8-l3 for compressed fracture of th 12. One part of the head could not be found though the surgeon tried to find with the x-ray. It is possibility that the broken tip of the screw remained in the pt's body. So, the surgeon used spare screw and the procedure was completed.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.